Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the device shows signs of heavy wear and tear with scratches, nicks and gouges across the entire reamer guide. The reamer guide has fractured into 2 pieces and not all pieces were returned. Fracture surface analysis conducted showed that the augment mini reamer sample fractured due to shear overload. Fracture surface show sheared ductile overload dimples suggesting a shear overload mode of fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported guide fractured during reaming. No adverse event has been reported as a result of the malfunction. There is no further information at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.